Event description:
It was reported that the coil protruded in the catheter's tip during removal. Vascular access was via the right inguinal by ipsilateral antegrade approach. The target lesion was located in a mildly tortuous and non calcified right internal iliac. A 12mm x 20cm .035 interlock coil was selected for use for a stent graft of an abdominal aortic aneurysm. During the procedure, it was noted that the coil became stuck in the area where tip of the coil was slightly extended for the distal part of the microcatheter. Furthermore, during removal, the coil protruded from the tip of the catheter. The coil was simply removed and the procedure was completed with another of the same device. No patient complications were reported and patient was good post procedure.

Event description:
It was reported that the coil protruded in the catheter's tip during removal. Vascular access was via the right inguinal by ipsilateral antegrade approach. The target lesion was located in a mildly tortuous and non calcified right internal iliac. A 12mm x 20cm .035 interlock coil was selected for use for a stent graft of an abdominal aortic aneurysm. During the procedure, it was noted that the coil became stuck in the area where tip of the coil was slightly extended for the distal part of the microcatheter. Furthermore, during removal, the coil protruded from the tip of the catheter. The coil was simply removed and the procedure was completed with another of the same device. No patient complications were reported and patient was good post procedure.

Manufacturer narrative:
Device evaluated by MFR: the device was returned for evaluation. A delivery wire, coil and introducer sheath were returned for this complaint. The coil and delivery wire arms were interlocked. The twist lock of the introducer sheath had been opened. Residues of blood were noted within the introducer sheath. The delivery wire was inspected and no anomalies were noted. The coil was inspected and it was found kinked and stretched. The main coil was advanced through the introducer sheath without problems, no resistance was felt. The zap tip has a smooth surface. The interlocking arm was inspected and no anomalies was noted. The zap tip has a smooth surface. The interlocking arm was inspected and no anomalies was noted. Dimensional inspection of the delivery wire and main coil revealed the components were within specifications.